Event description:
It was reported while tapping the large inserter with a mallet to place the zero-p variable angle device, the peek and plate separated into two pieces. The surgeon was operating at levels c5-c7. Another zero-p variable angle device was used and the procedure was completed without incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the implant is designed to have a semi-rigid connection between the inter-body plate and spacer. The intent for this design was to decouple the inter-body plate from the spacer, so the inter-body plate could perform similar to an anterior inter-body plate, and the spacer could perform similar to an inter-body spacer. This ¿decoupled" design scheme is meant to minimize the stress between the inter-body plate and spacer. Thus, the inter-body plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. In addition, the hole preparation and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the inter-body plate to separate from the spacer. This implant is a member of a family of implants included in the zero-p variable angle (va) anterior cervical system. The appropriate drawings were reviewed. These drawings detail the appropriate dimensions for the intended connection between the plate and peek components. The plate was received separated from the peek spacer component. There are no signs of misuse or abuse and no fractures have been noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and revealed there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, however, the investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.